Event description:
The customer reported the ventilator was alarming occlusion safety valve open (svo) while in use on a patient. The customer reported there was no patient harm. The customer was requested to perform exhalation filter pressure testing, and test results were out of specification indicating an occlusion of the filter. A detected occlusion will cause the ventilator to alarm and open the safety valve until the occlusion is resolved. Evaluation of the occluded filter identified it as a puritan bennett omnifilter that had a use date of 2005 written on it by the customer. Per instructions for use, the manufacturer recommends replacing the filter after a maximum of one year of service or 100 autoclave cycles, whichever comes first. User maintenance contributed to this event. Filter replacement must be performed per manufacturer recommendations and specified intervals.when an occlusion is detected during normal ventilation, the esprit will open the safety valve (svo-occlusion). Svo is an emergency mode of ventilation that allows the patient to breathe through the system. When the safety valve is open, the ventilator is not providing breath support to the patient. It is accompanied by an alarm and a safety valve open message in the display. The reusable bacteria filter in use on this esprit became occluded, which alerted the user with an occlusion-svo alarm/message. This is being reported as MDR due to user error contributing to the event, which would be likely to cause or contribute to a death or serious injury if it were to recur. There was no malfunction of the device or the safety valve.